Event description:
It was reported that the patient was being prepped for surgery. The patient experienced a loss of therapeutic effect following an environmental exposure. The patient reported some type of ultrasound treatment. The patient was admitted to the hospital. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).